Event description:
The customer reported the eye shade on the eyepiece was broken. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing confirmed the eye shade was broken. A review of the device history record found no deviations that could have caused or contributed to the broken eye shade. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the broken eye shade was due to long-term use and handling. In addition, since the eyeshade was partially torn, it is presumed that it was caused by repeated actions such as partially pinching and pulling the eyeshade. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the device return. Date returned to manufacturer: the detailed date the device was received was not available. It was determined to be march 12, 2021, the date on which olympus was notified of the complaint.